Event description:
It was reported to philips that the x-ray beam was faulty. The device was inside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by restarting the device. The customer reported that the beam was faulty during use. No service has been performed by philips since the customer did not request any service. During troubleshooting, the customer found that the collimator was faulty and replaced it. After replacement of the collimator, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by restarting the device. The customer reported that the beam was faulty during use. No service has been performed by philips since the customer did not request any service. During troubleshooting, the customer found that the collimator was faulty and replaced it. After replacement of the collimator, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected. The serial number, product UDI, reporting address line 1 and the reporting address city have been updated.